Manufacturer narrative:
Follow-up #1 date of submission 02/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap was able to tighten appropriately with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues and no alarms. No defects were found to the power flex, battery connections, and internal components. The complaint could not be duplicated during investigation.

Event description:
The patient contacted animas on (B)(4) 2012 reporting that the pump self rebooted two times today. The patient stated that she was unaware the first time it rebooted and went a period of time without insulin and her blood glucose went to 333mg/dl then to 438mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient gave correction insulin and now bg was down to 133mg/dl. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.